Manufacturer narrative:
(B)(4). Additional information was provided stating that, the device was evaluated and repaired by a third party provider. No parts will be returned for evaluation. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator became inoperable. The device was not in use on a patient at the time of the reported event.